Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. D4: batch # 218c89. B3: only event year known: 2023 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx60b device was received with no apparent damage and a reload loaded. The reload was received fully loaded with staples with the rear cap damaged and loose pin. In addition, a tyvek was received along with the device. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples met the staple form release criteria the event reported was confirmed and it is related to improper use of the device. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not followed the reload may become damaged. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 218c89, and no non-conformances were identified. The lot#260c78 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for device malfunction? 2. Did the device lock out and could not be fired at all? 3. Or was the trigger advanced with no staples deployed? 4. Were there missing staples from the staple line? 5. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? 6. Could you please clarify if there were any patient consequences? 7. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown an error occurred. Another product was to be opened and used to complete case.